Event description:
It was reported that the patient was having trouble keeping the ipg charged and was having to charge frequently, despite re-education attempt. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.